Manufacturer narrative:
The insulin pump was returned for power loss alarm. Power loss alarms, low battery and error confirms in the long trace. Analysis confirmed the pump alarmed low battery and then alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. A cracked case at reservoir tube lip, cracked battery tube threads, minor scratched lcd window and keypad overlay noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power loss alarm from the insulin pump. The customer stated that they received multiple power loss alarms when the battery was out for less than 10 minutes. The customer was advised that the internal backup battery could not be charged. The customer will be sent a replacement pump.